Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to corrosion on switch box, switch 2 did not work, due to damage on switch 1, image frozen and recorded on its own, due to adhesive peeling, lock engagement lever knob had gap, due to adhesive peeling, up/down knob had a gap, switch 1 cut, elevator channel plug loose and dirty, scope connector cover plate dirty, scope connector corroded, due to shortcut of charged coupled device (ccd) cable, endoscope connector gets warm, electrical connector damaged, cover joint discolored due to water leakage, due to damage on acoustic lens, water tightness lost, due to tilt of ultrasonic probe, puncture needle not shown on the ultrasound image, adhesive on bending section rubber cracked, connecting tube wrinkled, due to wear of angle wire, bending angle in up direction did not meet the standard value, ultrasonic probe loose, image guide protector cut, and universal cord deformed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis exera ii ultrasound gastrovideoscope was leaking. Upon inspection and testing of the customer returned device, gap was found in the adhesive on the distal end and stain entered inside the lens through the gap (models with forceps elevator). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that there is a gap between the acoustic lens and the ultrasonic probe; however, a definitive root cause was unable to be determined. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur." 2) "to prevent a water leak, do not apply excessive force when cleaning the endoscope." 3) "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." 4) "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.